Event description:
Facility medwatch # unk, it was reported via a facility medwatch that a stent embolized and the pt required surgery. Per the facility medwatch form the pt underwent left heart catheterization and attempted right coronary artery angioplasty. A 3.0x32mm taxus express2 drug eluting stent was used. "The stent balloon became tight across the guide. When guide and the balloon were removed through the sheath the stent slipped over the balloon catheter. This was noted to be located on the wire itself. After the balloon catheter and the guide catheter were removed, a snare was utilized to grab the stent over the wire and was brought up to the right common femoral artery. Surgical consult obtained to do arteriotomy to evacuate stent. Emergency exploration done for removal of foreign body in right common femoral". The batch number 845432 reported by the facility does not correlate to a specific product within our system. Additional info was requested from the author of the facility medwatch, however, she did not have any other info to offer except physician info. Attempts have been made to reach the physician for additional info, but there has been no response as of the date of this report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.